Manufacturer narrative:
Additional information: h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, catheter not yet inserted and when inserting the guidewire, it was found that that the guide wire was not smooth and there was resistance when entering the blood vessel. They withdrawn the guidewire with the syringe. No tools used when trying to remove the guide wire and it was manually removed. When the guidewire was pulled out and checked, it was found that the guidewire was deformed (coiled). When removed, the guidewire was still intact (did not break apart). There was no leak and there was no luer adapter issue. The catheter was not repaired. The insertion site was treated with prior to use and iodophor was used as cleaning agent on the device. Nothing unusual observed on the device prior to use. Flushing done prior to use with heparinized saline flush. Besides the reported issue, no other visible defects/damages found on the product at the time of the event. No other products being utilized with the device. No excessive force used on the device. The same model and same lot of catheter was re-opened on the sam e day and placed successfully as the remedial action performed and the surgery was completed. No medical intervention/treatment done to the patient as a result of the event. There was no blood loss. Blood transfusion was not required due to the event. There was no reported patient injury.

Event description:
According to the reporter, catheter not yet inserted and when inserting the guidewire, it was found that the guide wire was not smooth and there was resistance when entering the blood vessel. They withdrawn the guidewire with the syringe. No tools used when trying to remove the guide wire and it was manually removed. When the guidewire was pulled out and checked, it was found that the guidewire was deformed (coiled). When removed, the guidewire was still intact (did not break apart). There was no leak and there was no luer adapter issue. The catheter was not repaired. The insertion site was treated with prior to use and iodophor was used as cleaning agent on the device. Nothing unusual observed on the device prior to use. Flushing done prior to use with heparinized saline flush and had normal result. Besides the reported issue, no other visible defects/damages found on the product at the time of the event. No other products being utilized with the device. No excessive force used on the device. The same model and same lot of catheters was re-opened on the same day and placed successfully as the remedial action performed and the surgery was completed. No medical intervention/treatment done to the patient as a result of the event. There was no blood loss. Blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one guidewire. The guidewire was unraveled at the tip. The most likely root cause of the guidewire damage is an obstruction during insertion through the needle leading to excessive force while trying to remove. It was reported that the guide wire was frayed, coiled or unravelled. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photo noted one guidewire. The guidewire was unraveled at the tip. The most likely root cause of the guidewire damage is an obstruction during insertion through the needle leading to excessive force while trying to remove. It was reported that the guide wire was frayed, coiled or unravelled. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, catheter not yet inserted and when inserting the guidewire, it was found that that the guide wire was not smooth and there was resistance when entering the blood vessel. They withdrawn the guidewire with the syringe. No tools used when trying to remove the guide wire and it was manually removed. When the guidewire was pulled out and checked, it was found that the guidewire was deformed (coiled). When removed, the guidewire was still intact (did not break apart). There was no leak and there was no luer adapter issue. The catheter was not repaired. The insertion site was treated with prior to use and iodophor was used as cleaning agent on the device. Nothing unusual observed on the device prior to use. Flushing done prior to use with heparinized saline flush. Besides the reported issue, no other visible defects/damages found on the product at the time of the event. No other products being utilized with the device. No excessive force used on the device. The same model of catheter was re-opened and placed successfully as the remedial action performed and the surgery was completed. No medical intervention/treatment done to the patient as a result of the event. There was no blood loss. Blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.